Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 82 alarms and exposure to MRI found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thump. No pump error 37, 38, 82, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. A review of the history files reveals the was one (1) pump error 82 (linenumber 578 filenumber 121) alarm on 9/28/2021 at 07:04 that occurred. The pump error 82 alarm found in the history file may have been an intermittent failure that was not detected during our testing. Per global logic analysis the trace data that was provided does not cover the time frame of the incident since e82 happened thus the root cause of the pump error 82 cannot be provided. Pump error 82 alarm and exposure to MRI are confirmed, fault isolated to the hardware. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 82 alarm and exposure to MRI are confirmed, fault isolated to the hardware. No pump error 82 alarm noted during testing however, the pump error 82 alarm found in the history file may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had the hrm task did not grant motor power in reasonable time the customer stated they were able to clear the alarm and were not able to complete the rewind process. It was reported that insulin pump exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.